Manufacturer narrative:
(B)(4). Date sent: 09/01/2025. D4: batch #c9dx77. Corrected data: d4 (UDI, expiration date), h4). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with a gst60g reload present. The reload was received fully fired the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. However, the staples were partially formed. After further evaluation, the analysis showed the knife wings were broken off. The wings of the knife was not returned for analysis. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. Additionally, photos were provided and they showed the condition of the reported event. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number c9dx77, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 08/15/2025. B3: only event year known: 2025. D4: batch #unk. Additional information was requested, and the following was obtained: 1. Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? We examined the staple line and didn¿t note issue with staples. 2. How was the bleeding controlled? Bleed was controlled thru pressure with a raytec gauze. 3. How much blood was lost (ml)? Blood loss was minimal and not noted during case. 4. Did the patient require a transfusion? No. 5. Could you please provide more details about the type of oozing? Don¿t believe I mentioned a type of oozing. Minimal bleeding from the stomach handled with a raytec. Surgeon then closed stomach with vloc. With some additional mobilization he didn¿t have to convert to a bypass and completed the sleeve. 6. Was the foreign body removed from the patient? Yes and it¿s being sent in for evaluation with stapler and reload. The photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #ech60l, with lot/batch #a98611, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap gastric sleeve procedure, the surgeon was firing on the staple and on the first firing, in midway the whole room heard a snap and crack when they opened up the stapler, staple line was formed the blade did not cut on the posterior stomach. There was a piece of metal at the staple line that looks like a part of the sled or the blade. There were some bleeding handled with pressure, applying direct pressure to a bleeding wound with ray-tec, suture and closed the gap. There was no patient consequence nor surgical delay reported. No additional information provided.